Manufacturer narrative:
(B)(4). Date sent: 2/22/2020. Additional information: the treatment was excision of the burned skin edge at the time of surgery. The remaining burns healed well with simple dressings. No long term effects anticipated. Investigation summary: one each 0012m unknown lot number was received for evaluation. During visual inspection found a ¿burn hole¿ in the mid-section of the electrode shaft. Evaluation under magnification revealed that in addition to the thermal damage caused by the current exiting the electrode at that point, there are also markings on the insulation consistent with mechanical damage typically caused by grasping the electrode with a clamping device. The most likely cause of this type of damage is related to the application of excessive forces such as contact with other instruments or objects that damage the insulation. The complaint is confirmed as user damage.

Event description:
It was reported that during a breast procedure, the tip was megadyne 0012m, the pencil was covidien and the diathermy machine was martin. The diathermy set at 40/40 pure cut/spray. Surgeon was working deep in the breast when he noticed 2 or 3 burn marks on the outer breast tissue at least a few cms away from surgical site. No obvious moment when it happened, no spark/jump seen, unknown how long it took them to notice as hands were helping to hold the breast. They are also unsure of if it happened whilst using cut or coag. When they looked closer at the tip it appeared to also have a burn type mark where it was connecting into the pencil. Patient consequence not reported.